Event description:
It was reported that during a shoulder procedure, a piece of the smartstitch broke off into the patient shoulder.

Manufacturer narrative:
The reported smartstitch pp connector, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual and functional evaluation cannot be performed and customers complaint cannot be confirmed. An exact root cause cannot be determined with confidence as no product was received for evaluation.